Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized due to product use. The patient reports they had gone to the hospital 6 times on this day to have manual insulin shots. No further information is available as to this event.